Event description:
The customer called to report the following misadministration. They have 2 plans lung imrt (planned for 6600 cgy over 33 fractions) and lung sbrt (planned for 6000 cgy over 3 fractions). The lung imrt plan was scheduled in rt chart to be treated on sessions 1-9, 11, 13 and 15-36. The lung sbrt was scheduled to be treated on sessions 10, 12, and 14. This schedule was not what was intended by the dr. The physician wanted to treat the lung sbrt plan on sessions 10, 11 and 14 and this is what was written in the paper chart. The problem that occurred was that the treating therapists had treated the lung imrt plan in session 11 (this is what was scheduled) on the isocenter of the lung sbrt plan (this is what they had in their paper chart). On session 12, they treated the lung sbrt plan (this is what was scheduled) on the isocenter of the lung imrt plan (this is what they had in their paper chart). On session 11, the pt received 200 cgy to the lung sbrt isocenter (should have been 2000 cgy). On session 12, the pt received 2000 cgy to the lung imrt isocenter (should have been 200 cgy).

Manufacturer narrative:
The investigation method included review of data logs and pt treatment records. The treatment field history table shows that the therapist treated the lung imrt plan for nine days. The next day, they treated lung sbrt and the planned and actual couch parameters are the same. Three days later, they again treated lung imrt, but the actual couch values are closer to the planned values for lung sbrt than for lung imrt. The next day, they treated lung sbrt, but the actual couch values are closer to the planned values for lung imrt. This compelling evidence that they switched isocenters for the two plans on that days. The investigation confirms the incident was caused by user error. The software is working as designed. No follow-up reports are anticipated.